Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed various instrument checks with passing results. He performed calibration and qc with acceptable results. The investigation is ongoing. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. The initial na and cl results were reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 6000 c (501) module. The patient's initial results were na 127 mmol/l and cl 110.1 mmol/l. Sixteen minutes later, the patient's repeat results were na 138 mmol/l and cl 99.1 mmol/l. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.